Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented in the emergency room after receiving hv therapy due to incessant ventricular tachycardia. Upon review of the device it was noted it had gone into back up vvi due to excessive delivery of hv therapy. The patient was admitted and intubated. Subsequently, a device download successfully restored the device to normal function. The patient was unresponsive and was put under close supervision.